Event description:
It was reported that during the anterior cervical case the screwdriver that was used to tighten the locking screws had one of its flanks broken. It was unclear whether this was broken before or after the case. However, xrays were obtained and nothing could be found in the wound. The area in the wound was inspected under a microscope and loupe magnification and the small flank piece could not be found. After the case, the nursing staff did took into the suction filters, and again, the silver could not be found.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for eval, therefore, the cause of the event cannot be determined. Device history records for this lot were reviewed. No documentation was found that would indicate a nonconformance to specification.